Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2020-49160. It was reported that the patient¿s scs system was explanted on an unknown date due to infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.